Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. All analysis was based upon the assessment of two photographs of the explanted 23 mm sjm trifecta bioprosthesis that were received from the field as part of the complaint reporting. Both of the received photographs showed a side view of the outflow side of the valve. One photograph showed the entirety of one of the stent posts, and the majority of the two cusps adjacent to that stent post. The other photograph showed the entire outflow surface of one of the cusps, and a portion of the inner stent wall opposite that cusp. In the photographs, a portion of the sewing cuff appeared to have been removed, and what remained of it appeared to contain blood/body fluids. What appeared to be blood/body fluids was observed on the visible portions of all three cusps and inner stent wall. What appeared to be granular white tissue was observed along a portion of the base of the two visible cusps, and on a portion of the free edge of all three cusps. There also appeared to be granular white tissue at the top of each stent post. Due to the limited view of the device no additional observations were able to be made. The device history record was reviewed, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported event remains unknown.

Event description:
On (B)(6) 2009, a 23 mm sjm trifecta valve was implanted. On (B)(6) 2016, the patient complained of shortness of breath and an echo showed a mean gradient of 60mmhg. The valve was explanted and replaced with a sjm regent mechanical valve. The patient is recovering.